Manufacturer narrative:
Additional device code 1439. Upon receipt, the lead under complaint was found cut approx. 47 cm proximal to the lead tip. Only the distal fragment was received for analysis. The visual inspection revealed multiple abrasion marks along the lead fragment, particularly between 9 cm and 7 cm proximal to the lead tip. At 7.5 cm proximal to the lead tip the conductor cable to the ring electrode was found fractured. This damage can be considered the root cause of the clinical observations. Based on the characteristics of the findings, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state. Interaction with atypical cardiac tissue should be taken into consideration. Further analysis showed deformations of the shock coils which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
Lead explanted due to probable fracture, noise, oversensing and inhibition of pacing. No adverse patient events were reported. Should additional information become available, this file will be updated.